Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported by a surgeon that upon inspection and prior to implantation, a mentor memory gel smooth round moderate plus profile breast implant (serial # (B)(4), catalog # 3506001bc) was observed to have foreign material present on the surface. The surgeon reported that the sunlight was coming into the room when he noticed foreign material on the implant, describing it as a fragment of cotton. He reported that he had never seen that before, and has used a lot of mentor implants. The surgeon opted to use alternate implants (different size) that were available. The implant did not make contact with the patient, and no additional procedure was required.

Manufacturer narrative:
The device was returned to mentor with clear gel inside. No foreign material was observed within the device. The product evaluation team (pe) observed a black spot on the shell. No other anomalies were discovered. Even though a particle was found, it measured less than 0.01cm. As a result, the device passed specifications. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related to the manufacturing process. The customer complaint was, however, confirmed. Mentor products are 100% visually inspected prior to release, in addition to thorough in-process testing during several stages of the manufacturing process. (B)(4).

Manufacturer narrative:
On 2/10/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).